Event description:
Reportedly, the physician requested assistance with device monitoring because, on 27 december, she identified two vf episodes during follow-up that were due to noise. As the device's memory was reset, it was not possible to see these episodes from the programmer file. It is probable that the doctor did not download all the device memory until the end.

Manufacturer narrative:
Investigation summary: the expertise log file from the follow-up dated (B)(6) 2023 were analyzed and revealed that a communication error occurred (four times) leading to incomplete aida data reading. The root cause of the communication errors could not be determined. It can be assumed that it might be related to interferences during interrogation or bad contact of the telemetry head to the associated defibrillator. At the end of the follow-up, since the pop-up message indicating that the memory will be reset was accepted, all stored data (including episodes) were deleted and could not be recovered. The next follow-up, dated 5 february 2024, showed the data recorded as expected without any problems. Therefore, based on available data, no malfunction is suspected on the platinium defibrillator.

Event description:
Reportedly, the physician requested assistance with device monitoring because, on (B)(6), she identified two vf episodes during follow-up that were due to noise. As the device's memory was reset, it was not possible to see these episodes from the programmer file. It is probable that the doctor did not download all the device memory until the end. The electrical parameters of the isoline lead were all very stable.